Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber is broken within the outer flow tubing at open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, signs of slight melting, partially erased red octagonal sign, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 15,910 joules, the ¿fiber would fire but no vaporization would occur¿ the fiber was replaced and the case completed at 213,933 joules utilizing the second fiber. Patient outcome: no injury reported.